Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse performed replacement of the universal surgical manipulator (usm)4. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found in artemis, the 32056 error was found indicating usm failed to initialize (i2c) device (search light) with p1=2 indicating the pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32056 error was triggered, replicating the reported event. The unit was then installed onto a patient side cart (psc) fixture test platform (pftp) where sensors check was found to be failing on the pitch axis. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted general surgery surgical procedure, informed the technical support engineer (tse) that while preparing the operating room, the robotic system presented recoverable fault 32056 in arm 4. The system was restarted, but the fault remained. The procedure was completed with no reported injury.